Event description:
It was reported patient underwent partial knee arthroplasty (B)(6) 2009. Subsequently, a revision procedure was performed (B)(6) 2010. The tibial and femoral were removed and replaced with total knee components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorbtion, excessive activity." This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-02873 and 02874).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent left partial knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed (B)(6) 2010 due to aseptic loosening and pain. The tibial and femoral components were removed and replaced with total knee componants.